Event description:
It was reported, patient came in to clinic complaining of instability. Patient has had multiple ankle instability surgery by another surgeon prior to total ankle replacement. Patient had demanded a total ankle from a prior surgeon. Upon examination patient has ankle instability. Due to ankle instability patient has irregular poly wear and instability. Surgeon states that it is not the result from product but from prior surgery and surgeon error.

Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown, star ankle.

Manufacturer narrative:
Evaluation revealed the sliding core, uhmpwe, 11 mm revision to be the subject product. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a male patient ((B)(6)) had been treated with a scandinavian total ankle replacement (star) on (B)(6) 2013. On (B)(6) 2015 the patient underwent a revision surgery due to ankle instability and pain. The sliding core showed minor wear in the region of the keel-trough edges. Substantial abrasive wear and delamination observed on one of the edges was likely linked to bone contact (e.g. Impingement with either the medial or lateral malleolus). ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿ (1). The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿ (2). The tibial and the talar component of the star ankle prosthesis have to be positioned ¿parallel to one another¿. A misalignment (especially greater than 5 degrees) ¿between the tibia and talus will cause increased stress and wear on the polyethylene component, greatly increasing the risk of failure of the polyethylene and loosening of the other components¿ (2). Referring to received information the patient had a multiple ankle instability surgery by another surgeon prior to the total ankle replacement. Upon examination of the patient, ankle instability was identified. Due to the ankle instability the polyethylene sliding core had irregular wear and was instable. The surgeon stated that it is not the result from the product, but from the prior surgery. The implants had not been implanted in the correct alignment. Based on the above information the event was not related to a deficiency of the device, but was linked to an incorrect positioning of the implants in the initial surgery

Event description:
It was reported, patient came in to clinic complaining of instability. Patient has had multiple ankle instability surgery by another surgeon prior to total ankle replacement. Patient had demanded a total ankle from a prior surgeon. Upon examination patient has ankle instability. Due to ankle instability patient has irregular poly wear and instability. Surgeon states that it is not the result from product but from prior surgery and surgeon error.